Event description:
Initial reporter indicates that they had performed a system diagnostic test on a pt's vns and attained: high impedance, dcdc more than 8000. Four out of five subsequent tests yielded, high impedance of more than 8000 ohms, 1 test showed an impedance of 3354 ohm. The pt is mentally disabled therefore testing of their device was difficult to attain. The site planned on taking x-rays of the pt's vns. Good faith attempts are being made to attain additional details in relation to their high lead impedance and if any interventions are planned.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.